Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. The user reported a blood glucose (bg) level of 59 mg/dl. The user addressed bg level by drinking juice. Reportedly, the user continued to user the cartridge. It was unknown what the cause of the low bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the low bg level.